Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty-nine events were reported for this quarter. Thirty-eight devices were received. Thirty-five events were confirmed. Thirty-five devices had been found to be affected by a damaged hose. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device evaluation is in progress. One device is available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 39 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. Thirty-three events had no patient involvement; no patient impact. Five events had patient involvement; no patient impact. One event had patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received. 2 events were confirmed. 2 devices had been found to be affected by a damaged hose. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 33 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact. 1 event had patient involvement; no known patient impact.